Event description:
At about 3 years and 6 months from the primary, the patient came in presenting pain and instability due to tibial implant loosening and the cause is unknown. There were no indications of trauma. The surgeon revised the tibial tray and the insert from 10 mm to 12mm. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 29 may 2026 gmk-sphere 02.07.1202l tibial tray fix cemented s.2l (k090988) lot: 2200546: (B)(4) items manufactured and released on 31-may-2022. Expiration date: 16-may-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0210fl gmk-sphere tibial insert - flex s2l - 10 mm (k121416) lot: 2116887: (B)(4) items manufactured and released on 20-jan-2022. Expiration date: 03-jan-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Root cause: aseptic loosening is possible literature described adverse event after primary joint arthroplasties and causes are often unknown. The surgeon revised liner height, which is a common practice to restore the joint mobility. There is no indication that any potential issue with the device may have caused or contributed to the event and the investigation does not indicate any potential manufacturing related issue or systemic deficiency.